Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) (meter a) using strip lot 29779213 and coaguchek xs meter serial number (B)(4) (meter b) using strip lot 29415113 when compared to the laboratory results using the dade innovin method. Medwatches related to this event will have patient identifiers of (B)(6). For the inr results listed below, the specific time of the results were not provided. The only time information provided was that the laboratory results were within 7 hours of the meter results. On (B)(6) 2018, using an unspecified meter and strip lot, the patient received a result of 5.5 inr. This result was not in question and no laboratory comparison was done. The patient's coumadin dosage was held for 2 days based on this result. On (B)(6) 2018 the patient received 1 mg of coumadin. On (B)(6) 2018 using meter a, a result of 8.0 inr was obtained. The laboratory method result was 5.17 inr. On (B)(6) 2018 using meter b, a result of 7.2 inr was obtained. The laboratory method result wa 4.73 inr. The patient's coumadin was held from (B)(6) 20128 thru the (B)(6) 2018. The patient's therapeutic range was 2.0 inr ¿ 3.0 inr. There was no allegation of an adverse event. On (B)(6) 2018 after the high inr result of 8.0 inr, the patient started taking the following new medications: prednisone, augmentin, and combivent inhaler. The patient is not anemic, is not on heparin therapy, no antiphospholipid antibodies, on no direct thrombin inhibitors, no signs of bleeding or bruising, and no new diet changes. The test strips and meters were requested for return for further investigation. The meter and test strips were returned for further investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr , donor 2 inr: 2.2 inr . Donor 1 hct: 38% , donor 2 hct: 48% . Donor 1: retention meter with masterlot strips: 2.7 inr , customer meter with customer strips: 2.8 inr . Donor 2: retention meter with masterlot strips: 2.2 inr , customer meter with customer strips: 2.2 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were observed in the meter¿s patient result memory. Relevant retention test strips (lot 294151) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.